Event description:
It was reported that through a medical interview that generalized pruritus occurred around february. This was reported as recovered on (B)(6) 2014. In addition, there was dehiscence due to an infection in the back wound. The patient was recovered from this as of (B)(6) 2014. A catheter tear was also reported and reported as recovered as of (B)(6) 2014. These issues were reported as unrelated to the investigational drug, pump and programmer and unknown if it was related to catheter or procedure. Further details noted the anchor, connector, and catheter in the spinal cord region were removed at the clinic because the torn catheter in the spinal cord region had protruded out (confirmed via x-ray that the distal end migrated to the vertebral canal). The pump was set to the minimum route and was to be removed on (B)(6). The pump was the removed at the hospital. Although it was thought that the catheter was disconnected in (B)(6), it appeared that the malignant syndrome that usually results from the disconnection did not occur because the patient was taking depas. The patient's dosing period was started on (B)(6) 2010 and discontinued on (B)(6) 2014. It was then further reported that paresthesia also occurred and the patient recovered as of (B)(6) 2014. It was unknown if this was related to the catheter or procedure but not related to the pump or programmer. Further, the dehiscence occurred due to infection in bed sores. After that, the anchor, connector, and spinal catheters were removed from the outpatient, because spinal catheters had snapped apart (x-ray reports confirmed aberrant connection tips in the spinal canal). There was confirmed suspicion that paresthesia occurred when taking the history in (B)(6). The dehiscence led to removal of pump and catheters. It was believed that catheters snapped apart in (B)(6), however, depas was being administered, preventing neuroleptic malignant syndrome caused by drug withdrawal. Further, although the daily dose of gabalon then was 260 micrograms, the patient did not experience serious withdrawal symptoms because a small amount of the drug might have been injected from the fragmented catheter, as well as because of a benefit from the device. Another possibility may be that the patient might have obtained resistance to gabalon at the amount of 260 micrograms, according to a physician. The cause of catheter fragmentation was unknown. Blood work was also done. It was also now reported that in early (B)(6) 2014 the patient had a generalized fever, pruritus "sp" exacerbation (withdrawal symptoms). This was reported as severe, with the patient recovering and related to the investigational drug and catheter. The patient was also reported now to have dehiscence of wound and external protrusion of the pump on (B)(6) 2014. This was also classified as severe which required the catheter removal. This was reported as related to the catheter but unknown if related to the procedure. Additional history noted that the pump was refilled on (B)(6) 2013 with no particular issues and another refill was scheduled for (B)(6) 2014. On (B)(6) 2014 it was made aware that the catheter was protruding from the wound in the patient's back. On (B)(6) 2014 the patient visited the hospital. There was partial wound dehiscence and the spinal cord side catheter at v9 protruded externally about 4 centimeters (cm). An x-ray showed that the spinal cord side catheter was disconnected and the distal end penetrated the spinal canal so there was no spinal fluid leakage from the wound. The patient could not be hospitalized for personal reasons so the incisional wound at the connector site was reopened under local anesthesia, the abdominal-side catheter was excised from the connector, and the connector and v anchor spinal catheter were removed. Also, the penetrating wound made by the spinal catheter was closed by sutures. In early (B)(6), the patient experienced generalized fever and pruritus, followed by sp exacerbation and generalized stiffness, and became unable to carry on a conversation. The patient increased the oral dose of depas which lessened the above symptoms. On the same day, the pump flow rate was set at 11.6 micrograms/day. The patient was prescribed lioresal 10mg. On (B)(6) 2014 upon hospitalization, the pump and abdominal catheter were removed under local anesthesia. "Was found around the pump, but "(B)(6)" was detected from a back wound culture extracted on (B)(6). Further, the catheter was disconnected in (B)(6)2014, resulting in withdrawal symptoms but the patient managed to avoid having the condition become serious by taking depas. The patient lived alone with total assistance with activities of daily living (adl). The situation is complicated with social factors that prevent the patient from receiving hospital care quickly, making this a difficult situation to deal with as there are issues with the nursing system. The catheter was now reported to have the serial/lot # (B)(4). It was also reported that the wound part of the back was partially opened and the v anchor was revealing. The patient reported that she had felt some heat and itch sensation in early (B)(6) and then the spastic increased and the patient was unable to talk because of facial paralysis. Reportedly, (B)(6 )was detected from the connector part at the back which was extracted on (B)(6). In addition to small quantities of "gabaron" was delivered through the fractured catheter. The cause of the fracture was not known. Further, on (B)(6) 2014 it was noted that an infection and diastasis in a wounded part and the tube dislodgement to the outside of the body occurred.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n208162022, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Upon further review conclusion code 54 no longer applies. Concomitant product data has been updated. All previous concomitant product data no longer applies.

Event description:
Additional information reported there was external protrusion of the tube on (B)(6) 2014. It was reported the "v-anchor" protruded externally about 4cm. It was reported that no infections were found around the pump, but (B)(6) was detected from the cultures of dorsal wound that were excised on (B)(6) 2014.

Event description:
Additional information reported the infection was improving on (B)(6) 2014 and the patient was recovering from the withdrawal symptoms around mid-(B)(6) 2014. It was noted the drug therapy was not changed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n220948014, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8711, lot# n208162722, explanted: (B)(6) 2014, product type: catheter. (B)(4).